Event description:
Crd_1003 - vantage ide study eu0748-148 (r715977201, r715971301). It was reported that on (B)(6) 2022, a 25mm navitor valve was selected for an implanted. During the procedure, there was one re-sheathed done due to implanting the device too high in annulus. The device was implanted. A post-implant balloon valvuloplasty done due to moderate paravalvular leak (pvl) for moderate aortic insufficiency. Post procedure that patient had a left bundle brach block and transient nodal rhythm was also observed. No treatment was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of left bundle branch block and transient nodal rhythm was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.